Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation on an unknown date, the right atrial lead exhibited an increase in capture thresholds and a decrease in sensing. Chest x-ray revealed the atrial lead had pulled back and the slack in the lead was gone. The lead could not be repositioned as the stylet could not be fully inserted into the lead. The lead was explanted and a new lead was implanted successfully. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported event of stylet could not be inserted was confirmed. Further inspection found the inner coil was over torqued at the connector region, consistent with procedural damage. The reported events of high pacing threshold and decreased sensing amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.